Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump had been dropped a few times and worn on roller coasters. There was no reported adverse impact to the customer¿s blood glucose level due to the reported issue. Reportedly, the customer had manual injections available as alternate insulin therapy.